Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
71-year-old male with history of coronary artery disease, ischemic cardiomyopathy, end-stage renal disease (esrd) presented with non-st elevation myocardial infarction (nstemi). On (B)(6) they underwent two coronary artery bypass grafts (cabgx2), mitral valve replacement. (Mvr), tricuspid valve replacement (tvr) with implant of impella 5.5 via direct aortic approach. On (B)(6) continuous renal replacement therapy (crrt) due to pre-existing renal disease. On (B)(6) the patient was noted to have a fib with rapid ventricular response (rvr) treated medically. On (B)(6) the impela 5.5 was explanted at bedside without incident.

Manufacturer narrative:
D1 brand name was updated. Ppae( arrhythmia) : the root cause of the injury was not determined due to insufficient clinical details.